Event description:
It was reported that the customer experienced a blood glucose (bg) level of 446 mg/dl; cause was unknown. Reportedly, the customer received third party assistance from their daughter, who delivered a correction bolus via pump to address bg. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.